Manufacturer narrative:
The recipient is reportedly ceased device use due to electrode extrusion. Imaging reveals the electrode in the middle ear. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing electrode migration once again. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient underwent revision surgery. The recipient's activation went well.

Manufacturer narrative:
On (B)(6) 2020, the recipient underwent another repositioning surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.